Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing numbness in the lower left leg, from the toes up to above the knee and that the patient might have a blood clot. It was unknown if those symptoms were device related or related to the implant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing numbness in the lower left leg, from the toes up to above the knee and that the patient might have a blood clot. It was unknown if those symptoms were device related or related to the implant procedure.